Event description:
The customer observed falsely elevated total bilirubin results on architect c8000 processing module for one patient. The results provided were: initial=174.5 umol/l and 177.3 umol/l /repeated=normal (no actual results provided) laboratory reference range for total bilirubin=3.4 to 20.5 umol/l there was no reported impact to patient management.

Manufacturer narrative:
The complaint evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review for architect total bilirubin reagent ln 6l45, lot number 62175uq05. The trending report review determined that there are no trends for the product for the complaint issue. Return testing was not completed as returns were not available. Device history record review did not identify any non-conformances or deviations with the likely cause lot(s) and complaint issue. From the information provided by customer technical support, the false elevated results the customer observed, is due to the large quantity of bubbles being present in the reagent. Once these were removed, the sample was re-tested, and qc was run again. The sample result returned to normal, and qc was in range. The issue was resolved by troubleshooting. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the architect total bilirubin reagent, lot number 62175uq05.

Event description:
The customer observed falsely elevated total bilirubin results on architect c8000 processing module for one patient. The results provided were: initial=174.5 umol/l and 177.3 umol/l /repeated=normal (no actual results provided) laboratory reference range for total bilirubin=3.4 to 20.5 umol/l there was no reported impact to patient management.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.